Manufacturer narrative:
No patient involvement. A medtronic field service engineer visited the site on 7/22/2016 and evaluated the system. He found that the user misreported the issue. Mvs ups was fine. Found blown mvs line power fuses. Replaced mvs line power fuses. System checkout performed. System performed properly during all testing. System ready for use.

Event description:
A medtronic representative reported the ups (uninterruptible power supply) on the mvs (mobile viewing station) will not stop beeping. They claimed it would beep at all times; plugged in, unplugged, turned on, turned off. Discovered outside of case. No patient present or impacted.